Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level above 600 (mg/dl) and ketones. While in the ER the customer was treated with fluids and insulin. The customer was released from the ER about 9 hours later with a bg of 180 (mg/dl). Reportedly, the customer "felt bad but was okay".